Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 5.2 mmol/l versus 3.1 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 2.1 mmol/l. Pt did not experience any adverse evemts. No further info has been reported.